Event description:
The angiosculpt catheter was used in a coronary procedure in the distal circumflex artery. During removal, difficulty was encountered when removing from the guidewire; therefore, the angiosculpt and guidewire were removed as a system. Upon removal, the scoring element was unraveled, but remained intact to the catheter. The procedure was completed with a non-angiosculpt catheter. No patient injury reported. This product problem is being submitted due to removal as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
Block h3: the angiosculpt catheter was returned intact to an 0.014" non-philips guidewire. Visual inspection found a damaged scoring element that detached from the intermediate bond, and pulled distally, over the distal tip. Additionally, the intermediate bond and transition tubing were damaged. During functional testing, an attempt was made to remove the catheter from the guidewire, but was unsuccessful. The catheter working length measured approx. 143 cm, which is 1 cm over the specification of 136-142 cm, indicating the guide wire lumen was stretched. Block h6: based on the device analysis, a probable root cause may be due to the damaged guidewire lumen (stretched) preventing the catheter from being removed separately from the guidewire. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.